Manufacturer narrative:
It is unclear at this time if the product will be returned for analysis. If the product is returned, this report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this device declared elective replacement earlier than expected. At the previous device check three months earlier, the device indicated 1.5 years remaining. The device was explanted and replaced without incident. No adverse patient effects reported.